Manufacturer narrative:
The returned leads were analyzed. The observed damage manifestation requires excessive mechanical loads on the leads over a longer period of time. The position and characteristics of the fraying in the proximal region lead to the assumption of a simultaneous occurrence of strong pressure of the leads onto the ICD housing and excessive friction of the leads at the ICD housing. Whereas the fraying in the distal region leads to the assumption of excessive mechanical stress on the leads in the valvular plane region. Deviations from the visual test criteria were as follows. Ligature marks could be seen 22 cm distal of the connector pin. There were cuts about 19 cm distal of the connector pin, the analysis showed damage to the insulation. The rv shock coil was deformed. X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system in the body, were not available for analysis. The deformations at the shock coil and outer conductor helix, as well as the cuts in the insulation, are probably a result of the explantation process. The analysis did not find any manufacturing errors or material defects of the leads.

Event description:
After an implantation time of about 15 months, artifact sensing was reported. No deterioration of the patient's state of health was reported. The leads were explanted.